Event description:
This event occurred during the preparation of a patient in the cath lab for pacemaker implantation. The room and patient were prepared as per protocol. All cath lab staff, medtronic representative and patient had surgical caps, gowns and masks prior to the initial entering of the room. The sterile table was prepared under sterile technique by cath lab tech as per protocol. A hair was found inside one of the 12 ml syringes. It appeared the hair was adhered to syringe wall internally or plunger. The patient did not receive any of the normal saline within the contaminated syringe. The contaminated syringe along with lot numbers from normal saline, bag pour and table pack was sent with the manager to the supply chain department. The table was re-prepared as per physician's request. An infectious disease physician was consulted regarding the encounter and it was determined there was no further action needed.======================manufacturer response for syringe within medline - pacemaker pack-lf, medi-plast bag decanter ii (per site reporter).======================the hospital reported the event to medline quality assurance person. The product was shipped to medline for evaluation.